Manufacturer narrative:
All batteries were evaluated by the manufacturer. (B)(4) correction - MFR date:09/19/2014; (B)(4) correction - MFR date: 09/20/2014; (B)(4) correction - MFR date: 09/26/2014; (B)(4) correction - MFR date: 09/26/2014; (B)(4) correction - MFR date: 09/20/2014. For all batteries: method: visual inspection; analysis of data log(s); interoperability evaluation; actual device evaluated. Results: interoperability problem. Conclusion: quality system deficiency. It was reported that the patient was experiencing power switching events and critical battery alarms. The controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Log file analysis also revealed power switching events due to communication errors between the controller and (B)(4). Review of the alarms files revealed a critical battery alarm on (B)(6) 2016 due to a communication error involving (B)(4). The most likely root cause of the reported power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the critical battery alarm can be attributed to communication errors. The manufacturer has opened an internal investigation investigating momentary disconnections between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: serial # : (B)(4), catalog # : 1650de, exp. Date: 09/30/2015, mfg. Date: 09/30/2014. Serial # :(B)(4), catalog # : 1650de, exp. Date: 09/30/2015, mfg. Date: 09/30/2014. Serial # : (B)(4), catalog # : 1650de, exp. Date: 09/30/2015, mfg. Date: 09/30/2014. Serial # : (B)(4), catalog # : 1650de, exp. Date: 09/30/2015, mfg. Date: 09/30/2014. Serial # : (B)(4), catalog # : 1650de, exp. Date: 09/30/2015, mfg. Date: 09/30/2014. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. The IFU and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The function of the critical battery alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient's controller was switching from one power source to the other before the batteries were down to 25%. This was associated with critical battery alarms. The site reported that the controller was not dropped and there was no damage to the power connectors, controller or battery wires. The issue could not be reproduced by manipulating the battery cables and/or connections. There were no other controller alarms or pump stop events. The controller and five batteries were exchanged with no reported patient consequence. Lastly the site reported that the exchange of the controller and batteries resolved the issue.